Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to press the button firmly and support the pump from the bottom, but the issue persisted. Consequently, technical support decided to replace the pump with one that has updated software, and the customer agreed to follow the instructions for returning the defective unit. The customer understood and acknowledged all provided instructions and will continue using the current pump until the replacement arrives.